Event description:
Information was received regarding an unspecified cadd cassette. It was reported that the device gave a two-tone alarm with "no disposable pump won't run" displayed on the screen of her pump. User stated that the same thing had happened last night with her other pump. When it alarmed last night, she tried some trouble shooting and resolved the issue by using a new cassette in the other pump. However, the same cassette is now beeping in the backup pump. She tried moving the cassette back into the other pump, tried changing the batteries and tried changing the tubing. None of that stopped the alarm. Advised her to use a new cassette and she was able to resume the infusion. Confirmed that pump was working when call ended. Patient believes that the cassettes are faulty, no lot information given. There was no patient, or clinician injury associated with this occurrence.